Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cystectomy- "when dr. (B)(6) was placing trocar the distal end of the tip broke into several pieces."